Manufacturer narrative:
The lead was returned without any associated complaints. As received, a partial lead was returned in one piece. A failure event was observed during analysis. Final analysis found full breach outer insulation degradation adjacent to the connector boot. No other issues were found.

Event description:
This report is to advise of a failure event observed during analysis.